Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2023 the user had an accident and received a head concussion and an injury to his right arm. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. During explantation surgery the device was found completely fixed. This is a final report.

Event description:
In (B)(6) 2023 the user had an accident and received a head concussion and an injury to his right arm. The user has been re-implanted.